Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. Technical services (ts) was consulted and troubleshooting was performed, with it been unsuccessful and the device not been able to be interrogated. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. Technical services (ts) was consulted and troubleshooting was performed, with it been unsuccessful and the device not been able to be interrogated. This device remains in service. No adverse patient effects were reported. Additional information from the field indicates there no issues with the device and it was due to user error when using the programmer to interrogate the device. This device remains in service. No adverse patient effects were reported.